Manufacturer narrative:
No patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. The mean age of the excluder group was stated to be 73.02 (±7.56) years. It was stated that 108 of the 121 patients of the excluder group were male. The date of incident is unknown. Therefore, the date the article was presented at the 2018 vascular annual meeting of the society for vascular surgery was used. The author has been contacted multiple times to provide additional information regarding the reported adverse events. No information has been provided to date. Lot/serial numbers were not provided, therefore, a review of the manufacturing records could not be conducted. 14 additional complaints were identified based on the information the article provided and are being reported on.

Event description:
The following publication was reviewed: ¿long-term results after standard endovascular aneurysm repair with the endurant and excluder stent grafts¿ (jose oliveira-pinto, et. Al, journal of vascular surgery, issue 1, 2020, presented at the 2018 vascular annual meeting of the society for vascular surgery. Boston. Mass. June 20-23. 2018). The purpose of this retrospective study was to report long-term clinical outcomes of the endurant¿ and the gore® excluder® aaa endoprostheses (excl) stent grafts based on data from a single tertiary referral hospital. 277 patients (121 treated with excl) were included in the study that presented with an intact, degenerative abdominal aortic aneurysm between july 2004 and december 2011. It was mentioned that in the excl group, 22 patients were treated outside the instructions for use (IFU) related to the proximal neck (9 patients short neck length and 15 patients owing to neck angulation). Among the mentioned adverse events that were reported for the excl group, one patient presented with a type iii endoleak (type of performed intervention is not indicated, but was one of the following: distal extension, thrombolysis + pta, thrombectomy + limb extension/pta ligation of collaterals, percutaneous embolization of collaterals, relining, open conversion). No patient specific information regarding the reported events and interventions was provided in the article.